Event description:
A hospital in another country, reported that they could not connect a heater wire adapter onto the inspiratory limb of the rt204 breathing circuit because the pins on the connector were bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country the product is not sold in the USA but it is similar to a product which is sold in the USA. Method-we were supplied digital images of the fault. Results-both of the heater wire connection pins on the inspiratory limb of the rt204 adult breathing circuit were bent right over. The heater wire adapter would not be able to be connected. If the pins had been bent right over during manufacturing they would have been detected during our electrical tests and visual inspections. We believe that the extreme bending observed occurred when the heater wire adaptor was being connected during breathing circuit set-up. Conclusions-the device failed just prior to use. The rate of occurrence for such complaints is approx. 0.001% worldwide for the last year. Please note that the previously reported rate of 0.0001% for this type of complaint was incorrect. This mistake was detected when a review was done on our sales figures. The following MDR numbers are related: 9611451-2007-00013, -00017, -00052, -00044, -00195, -00202. A bent heater wire pin deems the heated breathing circuit unusable as the heater wire adapter cannot be connected. This would be identified at breathing circuit set up.